Manufacturer narrative:
Evaluation summary: it was caused due to a condensation of moisture in the cmos unit by changing the temperature outside of the endoscope. This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number k190805. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred during inspection. There was no report of patient harm. Foggy, misty image.